Manufacturer narrative:
It was reported to boston scientific corporation that the balloon sheath was separating from the balloon. A media investigation was performed and confirmed that the balloon sheath material separation and cancelled or rescheduled, post sedation unknown were defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The most probable cause selected for this investigation will be manufacturing deficiency. An investigation was opened to determine the root cause of the material separation in relation to a shelf life concern as it was likely traced to the suppliers manufacturing process. The product is labeled with a two year shelf life and an isolated failure was identified in real time ageing tests. Upon recognition of this issue, a health risk assessment was performed and the risk was deemed to be low. The investigation found that the material separation may be due to slitting in an expanded state which would increase the likelihood of the tear propagating slightly as it is being slitted. This effect further enhanced with inferior fatigue properties is most likely the root cause of out of box tear failures. Ultimately this failure mode is believed to be multifactorial related to both a change in the resin when moving to an extruded sheath and the sensitivity of the extruded resin to the slit geometry. This CAPA will reduce the stress concentration at the end of the slit and mitigate, if not eliminate the issue. The expected impact to safety and performance of this CAPA is to reduce the rate of out of the box failure for sheaths. The investigation to address this problem has been completed. Block h6: impact code f1001 is being used to capture the reportable event of absent of treatment.

Event description:
It was report that during the procedure the sheath was separating from the balloon. On (B)(6) 2024, the physician report that sheath of the balloon was separating and would not pass through the esophagus, the balloon was removed, and the procedure was cancelled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code (B)(4) is being used to capture the reportable event of absent of treatment.

Event description:
It was report that during the procedure the sheath was separating from the balloon. On (B)(6) 2024 the physician report that sheath of the balloon was separating and would not pass through the esophagus, the balloon was removed, and the procedure was cancelled. There were no patient complications reported as a result of this event.